Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced missing component of product. The following information was provided by the initial reporter. The customer stated: tube with misplaced/misaligned cap + rubber stopper. Customer found tube with misplaced rubber stopper and cap. The problem was not noticed during sampling and did not cause any problems. The cap misaligned/misplaced cap was noticed when placing the tube in the analysis-instrument. Cap was re-placed with new cap and the sample was accepted by the instrument without issues.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced missing component of product. The following information was provided by the initial reporter. The customer stated: tube with misplaced/misaligned cap + rubber stopper. Customer found tube with misplaced rubber stopper and cap. The problem was not noticed during sampling and did not cause any problems. The cap misaligned/misplaced cap was noticed when placing the tube in the analysis-instrument. Cap was re-placed with new cap and the sample was accepted by the instrument without issues.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper cocked as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to "identify" a root cause for the indicated failure mode.